Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found connection problem. Based on the results of the investigation, it is likely that the following led to the malfunction: since the video connector was found to be scratched, it was assumed that the problem occurred when the camera head connector was connected to the processor. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an alignment issue where the head plugs into the processor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an alignment issue where the head plugs into the processor. There were no reports of patient harm.